Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed. Additional findings include noise on image due to faulty charged coupled device (ccd ) and smashed connector tip. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning ¿ using a camera head that is not functioning properly may compromise patient oroperator safety and may result in more severe equipment damage." Based on the investigation, the reported issue was confirmed. The failure identified cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
It was reported the subject device " has a hole in the cord" . The issue was found at preparation for use. There was no patient impact , no harm reported due to the event.